Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer visit to emergency room and admitted into hospital due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was over 500 mg/dl, over 600 mg/dl and over 800 mg/dl. Customer reports the symptoms related to their high blood glucose such as nausea, vomiting and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.